Event description:
Stapler would not perform full three squeezes and then locked. Staple line not visible. Difficult getting out of patient. Surgeon stated he spent significant amount of time examining staple line of cecum.